Event description:
The procedure was coil embolization for aneurysm in a-com. There was no information about the target lesion and the patient. During the air purging, saline was leaking from the delivery tube. The product was not clinically used. The procedure was completed using other size orbit. Additionally it was reported that the product was stored per labeling instructions. The product was removed from the packaged without any incident. The delivery tube was not kink, bend, or cracked. The leak on the delivery tube did not occurred during the initial removal from the package. The leak occurred during air purging. No other damages were noticed with the delivery system, coil, etc. No further information was available.

Manufacturer narrative:
During the air purge of the second coil a 2.5x2.5 trufill dcs mini complex fill orbit coil ((B)(4)), saline was leaking from the delivery tube. There is no information available regarding where on the device the leakage occurred. The hub was not cracked. The product was not clinically used. The procedure was completed using another size orbit coil with the same dcs syringe with no patient injury. The product was stored per labeling instructions and nothing occurred during removal of prep that contributed to the event. The delivery tube was not kinked, bent, or cracked and no damages were noted on the system. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was zipped and support coil and embolic coil were inside of it. Embolic coil was still attached to the gripper. Zipper was in the lock position. No damages were observed on the device. A lab sample syringe 635-002 was used to purge the trufill dcs orbit. Pressure was applied and when the needle gage was on the blue zone, the flow of water could be observed through the purge hole (as outlined in the instructions for use). No other leakage was observed during the functional test. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471116 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported leakage from the delivery tube was not confirmed during analysis. No damages were notice on the device; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.